Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that battery compartment was cracked and buttons were difficult to press. Customer does not know how damage occurred. Customer declined troubleshooting for keypad anomaly. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump had no button response due to a corroded keypad trace. The pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked reservoir tube window and a missing end cap sticker.